Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1884 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough initial investigation, we have found that the main reason for failed connection attempts was a gatt insufficient authentication error being thrown when app is waiting for sake exchange with the pump failure occurred because the authentication process (sake handshake) was not successfully completed. Issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the phone's bluetooth stack or the app might not be handling the authentication process correctly and a temporary issue in the bluetooth connection could have interrupted the authentication process. Restart both the phone and the pump to refresh their bluetooth settings. On the pump side: remove the battery from the pump. Reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds). Turn the pump back on. On the phone side: clear data of bluetooth app: settings apps' manage apps find and tap on bluetooth app clear data. Reset network settings: settings connection & sharing reset wi-fi, mobile networks, and bluetooth reset settings. Uninstall app: restart phone: turn bluetooth off then on: reinstall app. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1884 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough initial investigation, we have found that the main reason for failed connection attempts was a gatt_insufficient_authentication error being thrown when app is waiting for sake exchange with the pump. Failure occurred because the authentication process (sake handshake) was not successfully completed. Issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the phone's bluetooth stack or the app might not be handling the authentication process correctly and a temporary issue in the bluetooth connection could have interrupted the authentication process. Restart both the phone and the pump to refresh their bluetooth settings. On the pump side: remove the battery from the pump. Reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds). Turn the pump back on. On the phone side: clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app, clear data. Reset network settings: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.